Event description:
Event description cpi received information that a pacemaker dependent patient experienced inhibition of pacing during an attempted implant procedure of an implantable cardioverter defibrillator (ICD) and a chronic sensing lead not manufactured by cpi.